Event description:
Same case as MDR ID: 2134265-2014-07306. It was reported that a catheter was stuck on a guidewire. During a percutaneous transluminal angioplasty of the thigh, the physician pushed a rubicon¿ 18, 150cm forward over a v-18¿ control wire¿ in the lower leg. The rubicon¿ 18 could not be removed from the wire despite flushing it. The wire and the catheter were withdrawn and removed together. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rubicon 18 device with an unidentified guidewire. There was contrast and blood in the lumen. Portion of the distal shaft, including the tip and markerbands was detached and not returned for product analysis. Microscopic examination and tactile inspection revealed that the distal portion of the shaft was stretched and separated. A measurement of the returned portion was not possible due the returned condition of the shaft. The separated end looked as if the device was cut/skived. The inner diameter (ID) of the hub was measured and met rubicon specification. The guidewire used in the procedure was not returned for product analysis. A thruway .018¿ guidewire was used for functional testing. The outer diameter (od) of the guidewire was measured and was .018¿. Functional testing was performed by inserting the guidewire through the hub of the rubicon device; however, there was resistance at the stretched shaft and the guidewire was unable to advance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07306. It was reported that a catheter was stuck on a guidewire. During a percutaneous transluminal angioplasty of the thigh, the physician pushed a rubicon¿ 18, 150cm forward over a v-18¿ control wire¿ in the lower leg. The rubicon¿ 18 could not be removed from the wire despite flushing it. The wire and the catheter were withdrawn and removed together. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
(B)(4).